Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, with notifications indicating an alert for a motor stall and a restart; the user restarted the ilet, removed all supplies, performed a successful dry run, then completed a supply change with new supplies and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert, with successful resolution after supply replacement and system restart. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.